Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is getting hot when recharging the implanted neurostimulator and making a weird clicking noise since a week ago. Patient stated it takes a long time to find the implant to charge and they get a message that it needs attention when she is charging the implant. Patient service confirmed there is no visible damage to the recharging antenna. The issue was not resolved. A request was sent to the repair department to replace the recharger device.